Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of the rotablator rotalink plus device. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically examined. Inspection of the device revealed that there were holes in three locations around the sheath, 91cm distal of the strain relief. The damage to the sheath is consistent to damage from over tightening the hemostasis valve. This damage would cause a leak when the cocktail is hooked up, due to the holes. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported event.

Event description:
It was reported that cocktail leakage occurred from the outer sheath. A 1.50mm rotalink plus was selected for use. During preparation, outside the patient's body, it was noted that saline leaked from the outer sheath. The procedure was completed with another of the same device. No patient complications were reported and the patient was good post procedure.

Event description:
It was reported that cocktail leakage occurred from the outer sheath. A 1.50mm rotalink plus was selected for use. During preparation, outside the patient's body, it was noted that saline leaked from the outer sheath. The procedure was completed with another of the same device. No patient complications were reported and the patient was good post procedure.